Event description:
The lay user/patient contacted lifescan (lfs) on april 30, 2006 alleging that his meter would not power off. On april 30, 2006, the patient was able to test in the morning; however, does not recall his blood glucose reading. He took his insulin and then ate breakfast. He takes 9u of humalog in the morning an9u of lantus at night (set amount). The patient then tested his blood glucose around lunchtime and ate lunch. He did not recall his blood glucose reading at lunch. Later that evening, he started to feel shaky, confused and had difficulty talking and thinking. He tried to test on his meter several times; however, the meter would not turn off (i.e. A frozen display) and displayed his last blood glucose result.j due to how he was feeling, he ate a snack and drank some orange juice. He contacted customer services at the same time for assistance. A customer care advocate (cca) had the patient reseat teh batteries and issue was resolved. Patient ran a blood glucose test and received a 53 mg/dl. The patient denied receiving medical attention or contacting his physician for assistance. The patient consumed more liquids and felt better soon after. A customer care advocate (cca) sent the patient a replacement meter. The complaint is being reported as he was unable to test while having symptoms.